Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event type have been accounted for during product risk analysis. Investigation conclusion: the investigation conclusion code of cause not established was selected. Based on a thorough review of the reported complaint, the cause of the reported event could not be determined.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the preparation, after testing the ilab with a multimeter, it was noticed that the the power cable was not working and that the fuses were actually normal. They changed the power cable, which was only effective in turning on the light behind the device, but was unsuccessful when trying to turn on the main cpu. The procedure was not completed due to this event and was rescheduled. There were no patient complications reported.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the preparation, after testing the ilab with a multimeter, it was noticed that the power cable was not working and that the fuses were actually normal. They changed the power cable, which was only effective in turning on the light behind the device, but was unsuccessful when trying to turn on the main cpu. The procedure was not completed due to this event and was rescheduled. There were no patient complications reported.